Event description:
Ventilator arabella alarm: low air pressure and high oxygen concentration by (B)(6) [16.12.2019 16:05]: 1. The report say the registration license number is 20163542530, it is for hamilton-c1, not arabella's registration license number, so it is wrong by hospital.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint as reported by the user. With this investigation it has been confirmed that the device did not fail to meet its specifications at the time of the event while the ventilator was used with a patient. The root cause was determined to be an off-label use/ user error of the ventilator. No correction was conducted. There was no reported patient or user harm. This complaint is not reportable.

Event description:
Ventilator arabella alarm: low air pressure and high oxygen concentration by (B)(6)[16.12.2019 16:05] 1. The report say the registration license number is (B)(4), it is for hamilton-c1, not arabella's registration license number, so it is wrong by hospital.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by user outside the us. Report reference (B)(4). A non hamilton compressor that was connected to arabella was not maintained correctly. If you are a manufacturer or importer and you did not manufacture or import the device about which you have adverse reaction information. When you accidentally receive reportable event information, you must forward this information to FDA with a cover letter explaining that you did not manufacture or import the device in question.